Manufacturer narrative:
(B)(4). Evaluation of the returned exchange sheath confirmed the starclose se clip applier had not yet been inserted into the exchange sheath. The actual sheath was undamaged; however, the exchange sheath hub end-cap and hemostasis valve had separated from, and were not engaged with, the sheath/hub assembly. The end cap and hemostasis valve were located on the returned dilator. Inspection of the related exchange system components determined there was no damage and adhesive was present on the required surfaces of the separated components. The measurements of the returned components were determined to be within specification. Review of the device history record for this lot did not produce any findings relevant to this report. A review of the receiving inspection records for the exchange system lot used in the starclose se device lot build did not detect any anomaly. A query of the complaint-handling database was performed and there were no other cases of a detached exchange sheath hub/cap assembly with the same lot number. A root cause for the reported event could not be determined.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the sheath had been put in the right femoral artery for deploying the starclose se device. When the inner dilator and guide wire were being pulled out to connect the starclose se clip applier to the exchange sheath, the top of the sheath came off. Everything had to be removed quickly and manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.